Event description:
Narrative: 2-3 weeks ago, had synvisc (3rd of 3 injections) to the left knee. Did not have increasing pain after injection. Did not note swelling after the series of injections. Reports that he thought the injections didn't help because he felt no better, no worse with regard to his knee discomfort. Second days ago, had increasing pain in the left knee but without swelling, used his hinged brace more that day. Went to bed that night and the following morning (yesterday) noted large swelling and pain, with weight-bearing that didn't get better and seemed to be getting worse. Symptoms: 1 knee edema increased knee pain. Treatment drugs used: 1- indomethacin, dose: 25, units: mg, freq: qid, route: po. Dose or amount: 2ml; frequency: once. Dates of use:(B)(6) 2014.